Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The acu watchdog error and also the primary audible alarm post error was confirmed to have occurred from the device history review. The device was tested via the power up process. The error was not duplicated during the analysis. The acu watchdog alarm is a sympathy alarm and is sympathizing the primary audible alarm post error. The speaker was replaced for preventative maintenance.

Event description:
Information was received indicating that the medfusion 3500 pump displayed a recurring acu watchdog failure. There were no adverse events reported.